Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they thought it was working the 2 weeks they just sat around. ¿it is no different with or without it on or off.¿ to try and resolve the issue, their healthcare provider is going to try the other side. When asked if the lead had been revised, the patient stated that they plan on having it done after summer due to their driver¿s availability. It was noted that the ins is still in the patient but not on, and they wouldn¿t call it an affected device. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was turned off because it was not working and she was implanted for bowel. The patient noted that the therapy was not doing anything for her and it was making her bladder worse. She was not sure when she first realized it because she was at home and not doing much the first couple of weeks. When the patient started walking around the house again and lifting things, she had the same bowel problem. She went to see her healthcare professional (hcp) about a month after implant, informing the hcp that it was not helping. The patient stated the hcp told her to hang in there. When the patient went back to hcp a couple of weeks ago, the hcp mentioned the therapy was doing anything and had the patient write everything. Therapy did not do anything for the bowel. Nothing happened except for the pressure on the bladder. It was making the patient's bladder worse. It was bothering her bladder, urgency, which she does not usually have a problem with her bladder. Only when she gets up during the night if she was taking an anti-diarrhea pill. Since she has not had her ins on for 2 weeks, she can see that her bladder was better without it. The patient was going back to her hcp to put the wires on the other side and doesn't know if the ins will be moved. A revision surgery date was not scheduled yet. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.